Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device locator. When the locator was inserted into the insertion sheath, high resistance was felt and the insertion sheath was kinked. The device was not used and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm. Blood loss was less than 250cc, and there was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to the update and to provide the completed investigation results. One 8f angio-seal sts plus was returned for evaluation. The arteriotomy locator and hemostasis sheath were returned unmated and separate; the carrier tube assembly was not returned. The arteriotomy locator was kinked at the blood inlet holes. Microscopic visual inspection revealed significant kinking of the locator at the blood inlet holes. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that extreme angulation of the locator assembly in-situ led to the folding of the blood inlet holes which precluded normal pulsatile flow. However, the exact cause of the reported event cannot be definitively determined based on the available information.